Event description:
It was reported that the home patient (hp) had a system error 2267 on the homechoice (hc) during use, while the hp was connected. The hp noticed air and solution in the heater line and in the drain line. There was nothing unusual noted about the supplies. The hp cycled the power to clear the alarm. The hp was going to finish using manual supplies. Technical service representative (tsr) explained the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.